Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient requested technical support after encountering an air detected in cassette warning during drain 1 of 3. The patient reported that the patient line had become disconnected from the catheter and there was a fluid leak. The patient reconnected the patient line and attempted to continue treatment but the air detected in cassette warning reoccurred. The patient was advised to reset up with new supplies. The patient indicated that the treatment would be completed with continuous ambulatory peritoneal dialysis and the alleged event would be reported to the peritoneal dialysis nurse. Follow up with the patient indicates that the clinic was notified of the event. The patient stated that the connection was likely not tightened properly which resulted in the fluid leak. The patient did not experience any complications as a result of the alleged event. The patient did not complete treatment and resumed treatment on the cycler the next day. The patient discarded the alleged sample.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."